Event description:
The customer contact reported the device did not deliver when the bolus button was pressed. The bolus cord was returned to the biomedical engineering department from an unspecified nursing unit with a report of the bolus cord did not deliver when the bolus button was pressed. On an unspecified date, it was reported that the bolus cord was connected to a gemstar pump to deliver an unspecified medication. No specific pt info, pump programming, or event details were available. After an unspecified length of time in use, it was reported that the bolus cord did not deliver when the bolus cord was pressed. The bolus cord was replaced and the therapy was resumed. There was no report of any adverse pt events and no reported delay of critical therapy while the device was in clinical use. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.